Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred during (B)(6) 2013. The patient reported using a combination of medications including insulin and pills. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However the patient reported developing symptoms of ¿dizziness, blurred vision, numbness of lips, hunger pains, and shakes.¿ the patient reported during (B)(6) 2013, she increased her dose of pills and insulin. It is unclear if the patient increased her dose of medication in response to not being able to test, or it was a change in her usual medications as prescribed by a physician. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was the first time the meter had been used. When the subject test strip was inserted, the meter turned on. When the power button was pressed, the meter powered on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.